Manufacturer narrative:
Product analysis: the stent had severely deformed struts on the 4th and 5th distal stent segments. (B)(4).

Event description:
The physician was attempting to use an endeavor sprint stent. Nothing unusual was noted during device preparation. The target lesion in the lad had severe calcification, severe tortuosity and 90% stenosis. Lesion pre-dilation was performed 3 times for 8 minutes at 14 atm's. 60% stenosis remained after pre-dilatation. It was reported that the endeavor sprint device could not pass the lesion. No resistance was encountered while attempting to deliver the relevant device and excessive force was not required. The physician determined the reason for the event was the severe vessel tortuosity. The device was removed. Another device was used to complete the procedure. The device was returned to the manufacturing facility and, through analysis of the returned device, the stent was observed to be damaged. No injury was reported to the patient.